Event description:
It was reported that the platform stopped compression during use. The platform was turned off and back on, it started compressions for a short time and stopped again. Customer does not remember whether any user advisory notifications were generate. No adverse event reported.

Manufacturer narrative:
Reported complaint of "platform stopped during compression" was confirmed. Archive file showed user advisory 28 (loss of clutch connectivity), which is the likely cause for the experienced event. Power distribution was replaced. Run-in test was performed for one hour; no issues were observed. No adverse event reported.